Event description:
It was reported that loss of sensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the loss of sensing that was previous reported did not occur. The reported event was low i2i communication which is not a malfunction of the device.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.